Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that lead placement in right atrium and increased capture threshold was noted. The lead was replaced. The patient's condition is fine after the event.